Event description:
The intraocular lens was removed and replaced without complication due to the patient's complaint of a darkened image, as viewed with the implanted eye. Patient's visual acuity was good. The physician observed a ¿frosted¿ appearance" to the lens after explant.

Manufacturer narrative:
The device was received and inspected under illuminated magnification, optic was clear and showed no haze or cloudiness. Following visual exam the iol underwent a haze test. These results showed the lens met manufacturing specifications and no haze or cloudiness was observed. Prior to release, the lens met all manufacturing specifications. The cause of this event was undeterminable.